Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2019, she was asleep when she experienced a seizure and a loss of consciousness. Customer's sister was unable to test the customer's blood glucose due to the adc blood glucose meter not powering on with button press or test strip insertion. Paramedics were called and upon their arrival, a blood glucose result of 36 mg/dl was obtained using their device and customer was treated with intravenous glucose. No transport to a hospital occured. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed. Note: the device manufacturer date for the reported meter serial number is unknown. The date entered is the date abbott diabetes care became aware of the event.this also serves as a correction report. PMA/510(k) # was incorrectly documented in the initial MDR report. PMA/510k has been updated.

Event description:
Customer reported that on (B)(6) 2019, she was asleep when she experienced a seizure and a loss of consciousness. Customer's sister was unable to test the customer's blood glucose due to the adc blood glucose meter not powering on with button press or test strip insertion. Paramedics were called and upon their arrival, a blood glucose result of 36 mg/dl was obtained using their device and customer was treated with intravenous glucose. No transport to a hospital occured. There was no report of death or permanent impairment associated with this event.